Manufacturer narrative:
(B)(4) date sent 9/15/2025 d4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic sigmoidectomy, the cdh29p was successfully fired for the distal anastomosis. Negative air leak test was noted. A flex sigmoidoscope was performed to explore a suspicious part of the staple line that was noticed after the firing of the cdh29p. During flex sig some malformed staples were noted and pictures taken. Reinforcement sutures were placed at the site of concern and no other intervention was taken. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows tissue with a staple line on the tissue and what appears to be a staple can be seen protruding of tissue. The second photo shows a label on a box with product code cdh29p, lot a98937 and exp. Date: 2028-05-31. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot a98937, and no non-conformances were identified.